Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's granddaughter reported via phone call that the customer was hospitalized due low blood glucose of 59 mg/dl on (B)(6) 2017. Customer's doctor had previously changed the settings on the insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer's granddaughter stated the cause of the hospitalization was a defective insulin pump as the device is not keeping the customer's blood glucose stable. Troubleshooting on the insulin pump was not performed. The insulin pump is being returned for analysis.

Manufacturer narrative:
The device passed the functional testing, including the self test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, displacement accuracy test, prime and seating test. The device was received with scratched case, pillowing keypad overlay and minor scratched lcd window. It was observed that the device was not received stuck in manufacturing mode.